Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 51-year-old male patient was scheduled for and av node ablation with crt-d placement. Patient started to decompensate, and physician was called in to place impella cp to complete the placement of the crt-d and av node ablation successfully. The patient went back to ICU room and impella position was confirmed via bedside. However, the patient¿s urine went from yellow to black throughout the night. Therefore, the impella was explanted a day later due to concerns of hemolysis and decision was made to withdraw care. The patient expired.

Manufacturer narrative:
The investigation for the hemolysis has been completed. The impella device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis could not be determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03192 was provided in sections b2, b5, d6a, d6b, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.